Event description:
Blood glucose measured 389 mg/dl back to back with a result of 141 mg/dl when performed within 5 minutes. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.